Manufacturer narrative:
(B)(4). A batch review was conducted on potentially associated lot numbers gd881466 and gd880757 with no defects noted. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted.

Event description:
This report was received from (B)(6) and is a spontaneous consumer report with supplemental information by a nurse from (B)(6) of vomiting brown and peritonitis in a patient coincident with dianeal pd4 ultrabag therapy for peritoneal dialysis (pd). During a call to baxter customer service, the consumer reported the following. On (B)(6) 2011, the patient experienced peritonitis and was hospitalized on the same day. The consumer was unaware of the cause of the peritonitis, but did state that the night before, he was vomiting brown. Upon a follow-up call, the nurse reported the following. On an unknown date, the patient experienced peritonitis. On the (B)(6) 2011, the patient was hospitalized due to the peritonitis. The cause of the peritonitis was unknown. Treatment was not reported. On (B)(6) 2011, the patient was discharged from the hospital. On an unreported date in 2011, the patient recovered. Dianeal therapy was ongoing. The nurse reported that the peritonitis was unrelated to dianeal pd4 ultrabag therapy and did not comment on the vomiting brown that the consumer reported.